Manufacturer narrative:
Product analysis :macroscopic and optical examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread, and is evident around the damaged portion of the thread. Functional evaluation with a sample mas head found the set screw was unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
(B)(6). (B)(4). The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent surgery due to degeneration of lumbar intervertebral disc. During the surgery,the doctor found the product's head part slipped,he had to replace a new one to complete the surgery. Patient's current status is overall ok.